Event description:
The power injector syringe cracked when placed in the optivantage dh injector.======================manufacturer response for power injector syringe, optiray 350, 100 ml pre-filled power injector syringe (per site reporter)======================they could not determine the cause of the syringe breaking. No problem with the lot reference.